Manufacturer narrative:
Product event summary: it was confirmed that there was an overheating message due to error found in the programmer logs. Replaced the micro processor unit (mpu); reimaged hard drive, reloaded, and updated software. It was also found that the radiofrequency (rf) head connector on the link electronic module (lem) board was loose, so the lem board was replaced and recalibrated. The power supply and system fan were found to be noisy, and were both replaced. Stylus tip was separating but functional. Replaced and recalibrated stylus as preventative measure.

Event description:
It was reported that the programmer displayed an overheating message. The programmer has been returned to service. No patient complications have been reported as a result of this event.